Event description:
It was reported that during a vats lobectomy procedure, the device fired properly, after removing the device from the pt, the device would not open all the way. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
Damaged firing mechanism. The analysis results found that the device was received in good visual condition and with no cartridge present on the device; however, one cartridge was received inside the bag. The cartridge was received partially fired and with a staple lodged inside the knife slot; it is possible the device was not cleaned before reload. It should be noted that; "prior to reloading the instrument, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the instrument. Do not use the instrument until it has been visually inspected to confirm there are no staples on the anvil and cartridge jaw. Insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The instrument is now reloaded and ready for use." No functional test could be performed as the device was noted to have the firing mechanism damaged. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found to be broken. However, the device opened and closed without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.